Event description:
C-cc-baecc - balloon - eccentric; it was reported that the balloon was eccentric at the inflation test before use. Another catheter was used. There were no patient complications reported.

Manufacturer narrative:
Customer report of eccentricity was not confirmed. Balloon ruptured almost completely around the circumference, in the central area. Balloon latex is slightly baggy. Syringe was not returned. A section of latex is missing in the central area.